Event description:
The customer reported when the facility had a power outage the ventilator did not transition over to the backup battery. The ventilator shut down and alarmed. The ventilator was in use on a patient and the customer reported that there was no patient harm. The respironics service technician was able to duplicate the customer reported problem. The service technician replaced the power supply and backup battery to correct the problem. Final testing, including extended self testing (est), was completed and all tests passed per operating specifications.